Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that high impedance was seen during diagnostics a clinic visit earlier in the day. The patient was last seen on (B)(6) 2013, and diagnostics at this time were all within normal limits. X-rays were ordered but no fractures could be observed. The patient reported that no trauma or manipulation occurred that led to a lead fracture. The physician could not attribute the high impedance to anything. The patient was doing well despite the high impedance so the device was not disabled. Surgery is likely but has not taken place.